Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
: Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jun-07 reporting that the cause was not determined. Since the reprogramming session the patient had no issue with the device turning off autonomously. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient stated that it feels like their stimulation is turning off. The rep is with the patient and interrogated the battery, but did not indicate that any troubleshooting was completed. The rep also indicated that the patient did not have their patient controller (pc). The rep stated that when the patient has a particular group on the ins turns off. When the rep interrogated with the pp the group that was active was not checked. The rep stated that the patient feels like the stimulation turns off, the reps sync and none of the groups show as being checked (active). The rep provided the following information from the clinician programmer dairy: sat (B)(6) stim on all day the group was not changed it was on in e; sun (B)(6) group e stim on all day no low battery; mon (B)(6) group e showing activated at midnight 7 and 9:30 no low battery; tues (B)(6) 16:30 group e activation. It was reviewed that low battery and power on resets (por) are possible reasons for the ins turning off. The patient could not verify if the stimulation was off when this issue was occurring or if the group just become inactive. No further complications were reported. No additional patient symptoms were reported.